Event description:
The customer experienced hypoglycemic symptoms of sweating, disorientation, and slurred speech at 3:30 a.m. His fiancé tested his blood glucose, and the result was 82 mg/dl. She contacted the paramedics, and they arrived within 10 minutes. His blood glucose was tested on the paramedics monitor, and the result was 58 mg/dl. He was not capable of self-treatment and was given 6-8 ounces of orange juice, 1/2 slice of toast with peanut butter, and a peanut butter bar. The customer had taken his normal medication prior to the incident. The alleged products were requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.